Event description:
It was reported that foreign matter was found in the packaging of 2 bd insyte¿ autoguard¿ shielded IV catheter units before use. The following information was provided by the initial reporter: 'I spoke to the customer and she stated that there is a fm inside the packaging of insyte autoguard." "Product description summary: only 2 are compromised with not sure what.".

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received two 22ga insyte autoguard IV catheter units within sealed packages from reference number (B)(4), lot number 0140525. The units are with all components present and intact. In addition, two photographs were submitted which displayed similarities to that of the returned units. Through the visual examination, a black foreign matter was observed inside one package which was caught in the seal of both packages. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the packaging process. The foreign matter is identified as packaging trim from the bottom web with machine grease from the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was found in the packaging of 2 bd insyte¿ autoguard¿ shielded IV catheter units before use. The following information was provided by the initial reporter: "I spoke to the customer and she stated that there is a fm inside the packaging of insyte autoguard." "Product description summary: only 2 are compromised with not sure what."